Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 365 mg/dl. Customer delivered a correction bolus to address bg. A system check was performed and air bubbles were observed within the cartridge tubing. Customer primed the tubing and changed infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.